Event description:
It was reported that, after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the system exhibited low amplitude and high withing range impedance measurements. Due to this the automatic setup did not accept the signals. X-rays were performed and showed ideal placement. It was suspected that the reason for the low amplitudes was due to the anesthesia and bradycardic rhythm. It was decided to turn off the therapy for twenty-four hours. This system was reprogrammed and remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: d6a: implant date. The device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that, after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the system exhibited low amplitude. Due to this the automatic setup did not accept the signals. X-rays were performed and showed ideal placement. It was suspected that the reason for the low amplitudes was due to the anesthesia and bradycardic rhythm. It was decided to turn off the therapy for twenty-four hours. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier. B5: describe event or problem field.

Event description:
It was reported that, after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the system exhibited low amplitude and high within range impedance measurements. Due to this the automatic setup did not accept the signals. X-rays were performed and showed ideal placement. It was suspected that the reason for the low amplitudes was due to the anesthesia and bradycardic rhythm. It was decided to turn off the therapy for twenty-four hours. This system was reprogrammed and remains in service. No further adverse patient effects were reported.